Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had intermittent button response due to moisture damage on keypad trace. Cracked battery tube threads and scratch display window noted.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump's buttons are not working. Customer stated that she began to feel sick and vomited. Customer discovered that infusion set was not inserted into the body. Advised the customer that the insulin pump will be replaced. Nothing further reported.